Event description:
It was reported that the patient was referred for vns replacement surgery. During pre-op, high impedance was observed and it was unclear how long the high impedance had been occurring. Lead pin insertion troubleshooting was not performed during the surgery. It was reported that the hospital would not be sending any of the products back. No additional relevant information has been received to date.